Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the rate/sense channel, resulting in pacing inhibition in this pacemaker dependent patient. Although up to two beats of pacing were inhibited, this patient did not experience any symptoms. No inappropriate therapy was delivered. The clinician was not able to reproduce the noise.